Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified the device was broken shell, red particles material was found on the shell/gel and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Patient reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported right side rupture. The device was explanted.